Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system display a communication error and locked up. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There was no pt injury or death reported.